Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed the motor test. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer was assisted with clearing the alarm. Customer stated that the insulin did not exit. Customer was advised that the insulin pump will need to be replaced and to return the pump with the battery. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.